Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing infusion supplies, the user experienced hyperglycemia with a reported blood glucose of 290 mg/dl and noted the infusion set did not insert correctly or feel fully attached; the user was advised to replace the infusion set and replacement supplies were arranged. Symptoms included no reported physical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed a suspected infusion set insertion or attachment issue, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.